Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) verified with the customer that the issue was fixed by the hospital information technology team. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating or on critical override. The customer stated that they managed to get the medication from cabinet that caused a delay in patient care. There were no adverse events or injuries reported based on this event.